Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. Quality controls were within specification prior to the event. The specific number of events was not provided. Some erroneous results were reported out of the lab. The system was recalibrated, quality controls rerun and normal operation resumed. The samples were retested and yielded results within expectations. Amended results were then issued. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse noted that the customer was not following good lab practices when calibrating the system; operators were re-using calibrator from analyzer to analyzer rather than obtaining fresh samples for calibration. It was also learned that the operators were not always using the correct sample cup for processing. The fse conducted in-house training to the operators. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.